Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, it was reported that the patient's cgm reading was low from his display device but it was just vibrating not giving any sounds. The wife provided the patient orange juice and called 911. When the paramedics arrived, they treated the patient with IV glucose and yogurt then check the blood glucose which was 40 mg/dl. The patient was taken to the ER and stayed the whole night at the st county emergency and was discharged next day. The patient didn´t experienced any symptoms during the event. At the time of the report the patient was feeling well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.